Manufacturer narrative:
MFR report number 2916596-2015-01544 (the patient was implanted with a left ventricular assist device (lvad). It was reported that although the patient was stable, recurrent audible and visual red heart/low flow alarms (every 2 minutes) and pump stoppages were noted in the log file. The patient's lactate dehydrogenase levels were elevated. The plan was to start the patient on milrinone to see if it might help increase flows and eliminate the reported alarms; however, the patient¿s pump eventually stopped completely. Thrombus was suspected and it appeared that the pump may have clotted off. The patient was transferred to another hospital and is currently awaiting transplant.)

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2015. The pump was operating as intended. The device was explanted however was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists all potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fever of unknown origin. The patient was on heparin with a therapeutic international normalized ratio (inr). There were changes to pump parameters. The patient was transferred to an outside hospital on (B)(6) 2015 and was transplanted on (B)(6) 2015. The patient expired post-transplant on (B)(6) 2015.